Event description:
Customer reported the system is intermittently displaying a power overload error and only displays half images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and the x-ray regulator. System operates as intended.